Manufacturer narrative:
Not available.

Event description:
This spontaneous case was reported by a consumer from the united states of america via sms messaging. The reporter (consumer) reported using trojan goat non-latex condom. As per the reporter, "after using a condom from this pack I got infection and irritation. How do I return this?" No additional information was available. Medical history and concomitant medication - unknown. Note: church and dwight, emailed consumer the ade survey link to complete. In addition, consumer was asked "any medical treatment received? What type of infection did you experience?". Awaiting additional information; however, the case was conservatively assessed as serious (reportable) with limited information on infection.